Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in the plant operations department at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the brake casters bearings and support were broken. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unknown if the facility performed any other preventative maintenance on this beds. The technician replaced the brake caster bearings and support to resolve the issue. Based on this information, no further action is required.